Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the system's intraocular pressure (iop) function did not work during a vitreoretinal procedure. The procedure was able to be completed using the same equipment with no impact to the pt. Add'l info has been requested, but none has been rec'd to date.